Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements for the high voltage lead and cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) was consulted and reviewed the information. It was further noted that the right atrial (ra) pacing impedance measurements had increased, but were still within range. Pacemaker mediated tachycardia (pmt) episodes were also observed. Ts suggested bringing the patient into the office for evaluation . The patient was brought into the office where lead testing and isometrics were performed and no further high impedance measurements were noted. The clinic has opted to monitor the patient. The right ventricular (rv) lead, ra lead and crt-d remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This device was not included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
Additional information was received that there was noise on the right atrial (ra) channel that may be due to the cardiac resynchronization therapy defibrillator (crt-d) sensing the minute ventilation signal. Further review found that the noise has presented two other times and once was over sensed leading to an inappropriately stored atrial tachy response (atr) event. It was further noted that the ra impedance measurements vary from 500 to 1400 ohms. Boston scientific technical services (ts) discussed the option of programming the rate response trend off in the device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This device was not included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements for the high voltage lead and cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) was consulted and reviewed the information. It was further noted that the right atrial (ra) pacing impedance measurements had increased, but were stil within range. Pacemaker mediated tachycardia (pmt) episodes were also observed. Ts suggested bringing the patient into the office for evaluation . The patient was brought into the office where lead testing and isometrics were performed and no further high impedance measurements were noted. The clinic has opted to monitor the patient. The right ventricular (rv) lead, ra lead and crt-d remain in service and no adverse patient effects were reported. Additional information was received that there was noise on the right atrial (ra) channel that may be due to the cardiac resynchronization therapy defibrillator (crt-d) sensing the minute ventilation signal. Further review found that the noise has presented two other times and once was over sensed leading to an inappropriately stored atrial tachy response (atr) event. It was further noted that the ra impedance measurements vary from 500 to 1400 ohms. Boston scientific technical services (ts) discussed the option of programming the rate response trend off in the device. No additional adverse patient effects were reported. Additional information received reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system was seen in-clinic for device evaluation. Fluctuating right atrial (ra) lead impedance measurements from 600 to 1,500 ohms were observed with left arm movement and pocket manipulation, and it was discussed this may be indicative of a developing ra lead fracture. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that there was noise on the right atrial (ra) channel that may be due to the cardiac resynchronization therapy defibrillator (crt-d) sensing the minute ventilation signal. Further review found that the noise has presented two other times and once was over sensed leading to an inappropriately stored atrial tachy response (atr) event. It was further noted that the ra impedance measurements vary from 500 to 1400 ohms. Boston scientific technical services (ts) discussed the option of programming the rate response trend off in the device. No additional adverse patient effects were reported.